Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed an no specific conclusions can be drawn. If additional pertinent info becomes available, a follow-up report will be field.

Event description:
As reported by the user facility: reports leakage from the distal port of the set. One set leaked chemo.